Event description:
Unresolved, repeated eye infections over the course of the past six months. Treated with ocuflox 0.03% in 2007, with success, but infection recurred weeks later not long after contact/product use resumed. Used in 2006 and in 2007, daily.